Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to a cable failure. Additional evaluation findings are as follows: control unit appearance defects; cable appearance defect. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7proh-hd-12e, hd autoclavable camera head to olympus for repair due to a report that the cord was damaged. The problem, as reported to olympus, was identified during reprocessing. Upon inspection and testing of the returned device, no image was present due to a cable failure. This report is submitted due to the finding of no image present, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a communication error which resulted from the device¿s faulty cable. The investigation did not establish the root cause of the faulty cable. The occurrence of the issue can be prevented by adhering to the instructions for use (IFU) which states the following: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.